Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that signal loss over one hour occurred. The patient stated they had signal loss resulting in intermittent cgm values. On (B)(6) 2022, the patient was in the emergency department being evaluated for a bg of 50 mg/dl. He was treated with d50 (dextrose 50%) IV which increased his cgm value to 157 mg/dl. No details were provided if the patient experienced symptoms and how the patient arrived in the emergency department. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.